Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that it was taking too long to charge and it feels like the ins was tilted. Patient was walked through on performing antenna locate feature. Patient was able to get 40 for the highest number. The patient reported having poor coupling and indicated stimulation stopped because ins was depleted. No symptoms reported at this time. No further complications reported and/or anticipated at this time. Additional information was received from the patient who reported they received the equipment ordered but piece will not fit. The patient was able to resolve their problem over the phone. Patient also indicated event date for issues with coupling was (B)(6) 2016. Additional information was received from the patient. The patient responded back to follow up sent to them and indicated what they thought was normal was not. The patient indicated they were not able to couple unless they were lying on their side for 3-5 hours and finally couldn't couple at all. The patient indicated they called and got a new antenna but indicated it took them almost an hour to connect with 6 bars and an additional four hours on their side in bed. The patient reported in their attempt to connect, the plastic adapter in which the antenna sits broke, making it even more difficult to charge.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating information regarding not getting good coupling or charging that had previously been reported. The patient stated that they were sent a new antenna from their last call, but from the beginning the antenna only gave them two coupling bars. Now they stated that the recharger wouldn't charge their implant at all or get coupling bars. The patient stated that they tried placing the antenna every which way and even in different positions to try to get a connection. Then the patient reiterated that there might be an issue with the positioning of the battery (tilted). It was reported that the patient last had stimulation four months ago. The patient stated that the last time they were able to successfully recharge their device was sometime in the last four months. The patient was redirected to follow-up with their healthcare provider (hcp) so they could page a manufacturer representative (rep) to interrogate the device and the hcp could look at the implant site. The patient was concerned about the next steps, costs, etc. Patient services reviewed that if the implant site was the issue, it may require surgery to correct the battery position. It was reported that the event of the patient not being able to charge at all and the ins being depleted occurred sometime in the last four months (2018). No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient¿s implantable neurostimulator became tilted sometime after implant. The circumstance noted which may have contributed to the implantable neurostimulator becoming tilted in the pocket is that the patient has gained weight. The implantable neurostimulator was confirmed to be right side up and not flipped. No actions or interventions have been taken to resolve the tilted/superficial implantable neurostimulator resulting in poor coupling as the patient needs an MRI. It was confirmed that the top of the implantable neurostimulator is superficial and the bottom sinks in so it definitely appears tilted. The patient was getting 0 or 2 bars. It was noted that sometimes the patient thinks that the implantable neurostimulator is working for them, but other times they are not sure. There were no further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was poor coupling. Patient reported he had problems with the device since october 11, 2016. Patient specified problems charging the ins and coupling. Patient stated he had notified his rep since beginning of october 11. Patient stated that the rep had suggested there could be a problem with implant position and could have slipped. Patient stated that he could feel the neurostimulator (ins) and patient did not think that the ins had moved but stated that it seems to be at an angle in the pocket. The patient stated he met with his rep for a restart of his ins in january 2019, 2 weeks ago. Patient stated he is working with the rep and hcp about getting his ins replaced. Additional information was received from the rep who reported a revision was not yet scheduled. Patient was still deciding if they wanted a revision/replacement and would reach out if so.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from a follow up letter sent to them. Patient reported they were not able to determine the cause of why they were not able to recharge as well as cause not known of why the ins was being tilted. Actions and interventions taken to resolve patient's issues was addressed by their manufacturer representative and by calling into medtronic in june. Patient was sent a replacement antenna and walked through the process to change their antenna as well as meet their representative and have reprogramming done. Patient's issue with the length of time needed for recharging has not been resolved. They had their unit jump started by the manufacturer representative on december 27, 2018 and it took 8 hours to get it to 3/4 charged. A temperature notice appeared. Patient reported they were scheduled to meet with representative on january 2, 2019 for further adjustments. No further complications reported and/or anticipated at this time.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative met with the patient on (B)(6) 2019 to clear a power on reset message related to an overdischarge. The patient cannot get more than 2 coupling boxes, and it took about 9 hours to charge from zero to 100% after pulling the implantable neurostimulator out of overdischarge on (B)(6) 2018. The battery is titled and superficial. X-rays were advised to determine if the implantable neurostimulator had flipped. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.